Event description:
Complaint description: a hosp director of surgical reportd that several pt bronchial lavage samples were contaminated with alcaligenes xylosoxidans; treatment was not required. A hosp infection control practitioner reported that other pts had positive cultures containing pseudomonas aeruginosa; these pts were treated with antibiotics since the organism is more commonly associated with bronchial/pulmonary infections. The practitioner explained that a total of nine pt bronchial lavage samples were contaminated with alcaligenes xylosoxidans alone, others with alcaligenes xylosoxidans and psuedomanas aeruginosa and yet others with psuedomonas aeruginosa and klebsiella spices. The practitioner was uncertain about the number of pts exhibiting signs and symptoms related to the organisms found in their lavage samples.